Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 360 mg/dl. Reportedly, the pump may have shut off due to battery depletion, however tandem technical support was unable to confirm as the contact declined further follow-up. The customer connected the pump to a power source and the pump turned on. The customer was able to resume insulin delivery.